Manufacturer narrative:
Film review analysis: review of a 3d film report and post-implant cta¿s confirmed that an aneurx stent graft system was implanted. The bifurcate was about 5mm below the renals; the proximal neck diameter just below the renals was 22mm and the proximal stent graft od was 26mm. The ipsi limb was positioned down into the right iliac artery and the contra limb into the left common iliac. The maximum diameter aaa measured approximately 8cm. There was a slight amount of contrast seen outside the contra limb near the top of the sac, on the posterior wall just above the level of the flow divider. There are also previously placed coils seen near the top of the sac on the posterior side (adjacent to the contra limb and endoleak), on the posterior of the mid-sac, and near the distal aorta. Both limbs are patent and show little angulation as they course distally into the iliac arteries. No other stent graft issues were observed. The type and cause of this endoleak could not be determined from the images provided. This appears most likely to be a type iii fabric endoleak, but cannot rule out a proximal type I. It is possible that this endoleak was caused by stent abrasion; however the stent grafts are not angulated or kinked. This endoleak may have also been caused by external abrasion from the coils located near the area of contrast. Films during the intervention to seal the suspected type iii fabric endoleak were not available for review.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the aortic neck length is 41mm. The degree of angulation and vessel tortuosity is mild. A recent CT scan observed a type iii fabric endoleak around the area of the flow divider. Another manufacturer's device cuff was implanted proximal to the flow divider as the physician was concerned there was only 4.5mm of space below the lowest renal. Two additional endurant limbs were implanted, one in each limb and landing 1cm proximal to the existing aneurx flow divider to aid in the seal/coverage of the suspected type iii endoleak. The physician stated that the repair was successful. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).